Event description:
Reporter alleged blood glucose measured 103 mg/dl back to back with a result of 45 mg/dl when testing was performed 10-15 mins apart. Customer stated being given a glucose tablet, by a health care professional, prior to the original result prior to retesting. It was stated customer self treated with food when feeling low glucose; however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.